Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the uretero-reno videoscope exhibited a gouge in the channel port that won¿t let anything pass through. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and based in the information provided, it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: urf-v3 operation manual chapter 3 preparation and inspection. Urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.